Event description:
It was reported that the patient presented to the hospital experiencing dizziness. The lead exhibited noise and a lead anomaly was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.